Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet user experienced an extreme high glucose episode with a highest blood glucose of 401 mg/dl after changing supplies, and the event involved missed meal announcements. Troubleshooting and education were provided and the user was assigned for additional training, with the device problem characterized as improper or incorrect procedure or method and the relevant component as the user interface. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication and interviews with the user and analysis of information provided. Investigation of this case revealed no device problem found, and a usage problem identified, consistent with user-related factors involving missed meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.